Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up visit, the right ventricular (rv) lead exhibited high pacing thresholds. The rv lead perforated the patient's heart wall. A chest x-ray was performed and a small effusion was noted. The patient was referred to another physician for revision. The rv lead could not be repositioned. The helix would not retract. The rv lead was cut in order to spin inner coil, but the helix would not move. The patient was in very high risk based on patient's religion, no blood could be given, no general anesthesia. The rv lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.